Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not able to be performed because the serial number was not provided to mmdg. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if any additional information is provided to mmdg.

Event description:
The initial reporter stated that the pump "was on but was not pumping food through". They also stated that the pump did not alarm. Mmdg did follow up with the initial reporter, who stated that they were unable to provide additional information. [(B)(4)].